Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 424 to 453 mg/dl. Customer reported symptoms related to their high blood glucose included light headedness. Customer reported they have contacted their health care professional regarding the unexplainedhigh blood glucose. Customer declined high pressure testing on the insulin pump. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.